Event description:
It was reported after implant, the patient's spasticity symptoms got better, but after a few months, the patient did not benefit from the therapy even when the doses were increased. The patient was "operated" to check the catheter performance and to check for blockage. During the procedure, the catheter drug flow was checked with radiolucent fluid and "was opened". The system components were not replaced. The pump was reprogrammed with the same parameters as before the procedure (400 mcg/day), but the patient felt overdose symptoms. The pump was stopped immediately. The patient felt better in a few hours and they planned to restart the pump again in 24 hours. Additional information received reported the healthcare professionals (hcp) thought that the cause of the blockage could either be caused by "adhering to each other inside" of the catheter, or tissue adhesions on holes of catheter. The issue was resolved by "pressure radiolucent fluid in operating room". The patient was fine, felt well, and the therapy was effective. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant products: product ID: 8781, lot# 0208289969, product type: catheter. Product ID: 8781, lot# 0208289969, product type: catheter. (B)(4).